Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly calcified, moderately tortuous, first diagonal and a left anterior descending (lad) stenting procedures, a balance middleweight(bmw) universal ii guide wire was placed in the first diagonal and a balance middle weight guide wire was placed in the lad without resistance. A non-abbott stent was place in the first diagonal and one third on the proximal end was hanging off into the lad. Another non-abbott stent was placed in the lad to overlap the first non-abbott stent and oppose the stent to the vessel wall. The intravascular ultrasound (ivus) was advanced and the tip of the bmw universal ii guide wire in the first diagonal vessel was noted to be separated from the proximal part of the bmw universal ii guide wire, but still in the non-abbott guiding catheter. Reportedly, per the physician, the tip of the bmw universal ii guide wire may have been caught as they stented the lesion with the non-abbott stent causing the separation. The tip of the bmw universal ii guide wire and the proximal part of the bmw universal ii guide wire were removed with the guiding catheter as one unit without any difficulties. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.